Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The inclose mesh implanted in 2006 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l4/l5. At the time of the original surgery, the patient had an l5/s1 herniation on the left, but it was not causing pain and was not treated. The patient works in law enforcement and experienced recurring symptoms after "grappling" in a training exercise. MRI in 2007 identified recurrence at l4-l5 and herniation at l5-s1. Symptoms at the time of recurrence included 10% lower back pain, 90% leg pain (right) extending to the foot with numbness and weakness in the right leg and foot. Intraoperative observation confirmed the mesh to be intact and it was removed in two pieces. The device was not returned for evaluation. After removing the mesh, the l4-l5 disc space was prepared for interbody fusion. In addition, posterolateral fusion with pedicle screws was performed from l4 to s1. There were no complications and no continuing adverse effects.